Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) confirmed that the issue was non pyxis related. The smart remote manager (srm) was unplugged. The refrigerator power cord was found dislodged from the back of the refrigerator, which was a non pyxis unit and the hospital s responsibility. The fse plugged the cord back into the srm and verified that the refrigerator powered on. The customer planned to check the temperature by the end of the day to confirm proper operation. The srm and the station were confirmed to be fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, dialysis fridge was down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.